Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 508 mg/dl. The caller stated that the customer was also vomiting blood. It was stated that the customer received a no delivery and motor error alarm prior to the event, but he didn't have any supplies with him at the time, and was unable to change the infusion set. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The caller stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.